Event description:
It was reported that the balloon was caught on a stent. The in-stent restenosis target lesion was located in the right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for used. During the procedure, it was noted that the balloon was caught on a stent. Subsequently, the stent was removed together with the balloon through the catheter and the procedure was completed with a different device. No complications were reported and patient was okay post procedure.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. (B)(6).